Manufacturer narrative:
The manufacturing record review for tecnis toric model zct150u180, serial number (B)(4) was performed. After labeling and pre-packaging, the lenses were sterilized using ethylene oxide (eto) followed by degassing. The lenses were packed. The sterilization batch and orders included were released after verification of the production and test data. There were no non conformances with respect to the final product release process. The production order was not produced under deviation. There were no nonconformances with respect to the sterilization process. There were no environmental monitoring related nonconformances within the timeframe when the production order was manufactured. There were no associated nonconformity materials reports or nonconformances. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient had the intraocular lens (iol) implanted in her left eye on (B)(6) 2014. The patient was diagnosed with tass, toxic anterior segment syndrome on (B)(6) 2014. The patient was treated with pred forte, 40mg every hour with oral prednisone daily and tobradex ointment once daily at night. Patient returned for follow up on (B)(6) 2014, with an increase in the pred forte to 60mg prescribed and continuation of the ointment. (B)(6) 2014, patient reduced to 40 mg pred forte. On (B)(6) 2014, the issue had resolved. The root cause is unknown; however, it was noted that the surgery center had same issue in the summer. The doctor does not think the issue was related to the intraocular lens or any other products that were used during the implant surgery. He related the event to the surgery center. Patient is doing well.

Manufacturer narrative:
Explant date: if explanted, give date: not applicable (na) - to date, the intraocular lens (iol) remains implanted. Concomitant products: cartridge, model 1mtec30, handpiece/inserter, model dk7796, lot numbers are unknown. (B)(4). Reason for non evaluation: to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.